Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was reported on 0009613350-2017-00358.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni. Mfg date - ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This is 1 of 5 reports being submitted for the same patient (reference 1822565-2017-00390 / 00392, 2648920-2017-00040 / 00041 / 00042).

Event description:
It was reported that the patient experienced pain after receiving a zimmer versys hip replacement system. The patient had a fitmore hip stem.